Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the manufacturer's field service engineer (fse) stating while servicing the device repairing an issue for the 1104 post backup alarm failed message at startup, which is captured under another complaint record, it was noted that the replacement motor controller (mc) printed circuit board assembly (pcba) arrived damaged. There was no patient involvement or patient harm. The reported issue was confirmed and was classified as a defective on arrival (defoa). The defective mc pcba was re-ordered with a new one. Based on information provided and/or service performed, the engineer's alleged malfunction was confirmed. The part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened, and a root cause analysis will be performed.

Manufacturer narrative:
The defective motor controller (mc) printed circuit board assembly (pcba) was received and after further detailed investigation, it was determined that the received damaged mc pcba board, intended for equipment repair, contained a burnt component, thus rendering it a defective card. The root cause of the damage remains undetermined.